Event description:
It was reported that due to incessant ventricular tachycardia (vt) episodes, the patient received more than 30 appropriate shocks while at home. The patient was transported to the hospital and the vt was converted to a sustained rhythm via anti-arrhythmic drugs. Unfortunately, it was noted that the device suffered a power on reset (por) during the process and data was unable to be retrieved. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device memory indicated a power on reset occurred. The analyst noted that four power on reset (por) occurred. There was a vdd monitor por, a write to rom por, and two illegal opcode por's. According to the device memory, the por count is eight.